Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. System operates as intended. (B) (4).

Event description:
Customer reported poor image quality and lines on the monitor. No patient injury was reported.